Event description:
During index procedure, one resolute integrity drug eluting stent was implanted in the cx. Approximately 31 months post index procedure, the patient suffered stroke. The patient was hospitalized. The patient was treated with medication and is in remission. The investigator assessed that event is not related to the study device.